Event description:
It was reported the pt went to the ER because her stimulation was on strong and she could not turn it off. The programmer was showing an error code. The pt reports that she fell about 1 month ago and she lost most of her stimulation at that time, but the programmer was working at that time and she could communicate with the ipg. The pt described the stimulation or pain to be in the area normally given therapy by the stimulation. She was released from the ER and is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.